Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a pocket revision, as the pocket was too shallow. No devices were implanted or explanted, and the pt was reportedly doing well post-operatively.